Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There has been one other complaint reported in the lot number. The root cause cannot be identified at this time. (B)(4).

Event description:
A doctor reported that when inserting the intraocular lens (iol) into the capsular bag during a cataract removal with iol implant procedure, he observed that the haptic of the iol was not completely intact and there was a whitish substance attached to it. The surgeon decided to remove the iol and replace it with another one during the same procedure. Additional medications (outside the standard of care) were administered intravenously at the conclusion of the procedure, and topical medication and oral medication were subsequently prescribed for a possible intraocular infection. It was noted, however, that the patient has not shown any sign of intraocular infection to date. It was noted that the patient was hospitalized from (B)(6) 2017 as a result of the event. Additional information received indicated that the event has resolved with treatment.